Manufacturer narrative:
The initial reporter also notified the FDA, medwatch report # (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of air bubbles/ air in line/ component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21096235 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line alarm, air in line, tubing damage and leakage. The following information was provided by the initial reporter: to prepare for patient's scheduled infusion, infusion pump tubing set is primed with medication. Once the IV tubing was placed into the alaris pump and the pump was started, the pump immediately alarmed with an "air in the line" notification. Upon further assessment a small bubble was located in the tubing that is inside the channel door. When the door was opened to assess further, a small amount of fluid leaked at the portion of the tube where the top of the pump segment meets with the blue plastic part that sets at the top of the channel door due to a small hole. Tubing replaced.